Event description:
It was reported, the patient was only receiving stimulation in his arms and not his neck. The physician elected to remove the lead and both replace and reposition the lead for optimal coverage. Effective coverage was achieved post-operatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.